Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had sores that caused by the lifevest. The patient described the irritation as "bruising and cutting" near the patient's armpits from the garments. There was no alleged device malfunction. The patient's physician authorized time out of the lifevest. The patient's medical outcome is unknown.